Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated with in-house testing on retains of lot t10871n. No issues with d-dimer recovery were observed. Manufacturing batch records for lot t10871n were reviewed and found that the lot met final release specifications. Triage does not make a claim to correlate to the acl elite platform. Various d-dimer assays are not standardized and therefore may have a difference in values depending on the assay used. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported poor correlation for d-dimer between triage platform and acl elite. Triage d-dimer result = <100 and acl d-dimer result = 433; this sample was repeated triage d-dimer result = <100 and acl d-dimer result = 477, triage d-dimer result = 136 and acl d-dimer result = 236, triage d-dimer result = 231 and acl d-dimer result = 234, triage d-dimer result = <100 and acl d-dimer result = 238, triage d-dimer result = 463 and acl d-dimer result = 218. Customer stated the triage results matched the clinical presentation of the patients and that no patients were treated on triage results. Sites reference ranges: triage d-dimer: 0-412ng/ml, acl elite d-dimer: 0-230ng/ml.